Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a break in the grey connection cable on the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the mobile power unit (mpu) patient cable jacket was confirmed. The mpu (serial #: (B)(6)) was returned for analysis and upon initial observation, the patient cable had a cut in the cable jacket. The mpu powered on as intended. A functional test was performed and the cut in the patient cable jacket did not affect functionality. The patient cable was replaced. The system functioned as intended. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.